Event description:
The customer reported that, while investigating the death of a patient, the patient may have been connected to the device at the time of death. The customer reported that the times recorded in the device's event log show a discrepancy compared to what is displayed in care orchestrator essence. While the device cannot be returned at this time due to being held in police custody, the manufacturer has accessed partial therapy data in care orchestrator essence. The event in question occurred on (B)(6) 2025. The customer initially states that the ventilator displayed the following data: before 14:00 there were several high-pressure alarms, at 14:18 (screen on the trilogy) a low-pressure alarm, at 14:35 a disconnection alarm, at 15:09 a high inspiratory pressure alarm, and at 16:19 a disconnection alarm (last alarm). The customer then provided additional context after speaking with the police and being granted access to the device to download supplemental data. The screen log shows a vt prescription change at 13:05 (which is accurate per the customer) while care orchestrator has it registered at 11:43. It is noted that the main concern is the difference between those two times. Product support reviewed the initial therapy data in care orchestrator essence and confirmed the time difference of when the setting changes and alarm times were different from the time of the device versus the time shown of the events in care orchestrator essence. The customer also stated that the ventilator is a hospital utilized device and may display data from previous patients. At this time with the preliminary information given, product support is unable to confirm why there is a difference in time. Since a death is connected to this case, the device will need to be returned to the manufacturer for further investigation, and to download the internal logs, in order to provide a final report, per the FDA requirements. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that while investigating the death of a patient, the patient may have been connected to the device at the time of death. The customer reported that the times recorded in the device's event log show a discrepancy compared to what is displayed in care orchestrator essence. While the device cannot be returned at this time due to being held in police custody, the manufacturer has accessed partial therapy data in care orchestrator essence. The event in question occurred on 02/14/2025. The customer initially states that the ventilator displayed the following data: before 14:00 there were several high-pressure alarms, at 14:18 (screen on the trilogy) a low-pressure alarm, at 14:35 a disconnection alarm, at 15:09 a high inspiratory pressure alarm, and at 16:19 a disconnection alarm (last alarm). The customer then provided additional context after speaking with the police and being granted access to the device to download supplemental data. The screen log shows a vt prescription change at 13:05 (which is accurate per the customer) while care orchestrator has it registered at 11:43. It is noted that the main concern is the difference between those two times. Product support reviewed the initial therapy data in care orchestrator essence and confirmed the time difference of when the setting changes and alarm times were different from the time of the device versus the time shown of the events in care orchestrator essence. The customer also stated that the ventilator is a hospital utilized device and may display data from previous patients. At this time with the preliminary information given, product support is unable to confirm why there is a difference in time. Since a death is connected to this case, the device will need to be returned to the manufacturer for further investigation, and to download the internal logs, in order to provide a final report, per the FDA requirements. Through the customer¿s own investigation into the alarm & event log accessed directly on the subject device¿s user interface (¿ui¿) and therapy data shown in the subject device¿s respective care orchestrator essence (¿coe¿) reports, the customer reported a time offset between the subject device¿s set time and coe timestamps while the subject device¿s set time was reported to be within 2 minutes of local time in madrid, spain (central european time [¿cet¿]; utc +1), the same events in the subject device¿s respective coe report appeared to be 1 hour and 21 minutes behind. Due to rtc drift within expected margins, the utc times shown in the event log are behind the user-set device time by approximately 1 hours and 21 minutes. Adjusted for local time zone (cet; utc +1), device time for each event can be approximated for each event by adding 2 hours and 21 minutes to each utc time shown in the log. Due to coe already adjusting for local time zone when viewed from a computer within the cet time zone, device time in coe reports can be approximated by adding 1 hour and 21 minutes to each time shown in coe. Based on the evaluation of the subject device¿s downloaded event log, no evidence was found of a malfunction or failure to perform within specifications; the subject device operated and alarmed as designed and did not contain any events that would constitute a device contribution to the reported incident. However, a full investigation must be performed upon returning the subject device to a manufacturer facility in order to completely rule out any malfunctions as a cause of the alarms. Despite good faith effort attempts on 03/07/2025, 03/18/2025, 07/11/2025 and 07/15/2025 to (B)(6), the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed. The section h coding has been updated to reflect this final report submission.

Manufacturer narrative:
The manufacturer previously reported that while investigating the death of a patient, the patient may have been connected to the device at the time of death. The customer reported that the times recorded in the device's event log show a discrepancy compared to what is displayed in care orchestrator essence. While the device cannot be returned at this time due to being held in police custody, the manufacturer has accessed partial therapy data in care orchestrator essence. The event in question occurred on (B)(6) 2025. The customer initially states that the ventilator displayed the following data: before 14:00 there were several high-pressure alarms, at 14:18 (screen on the trilogy) a low-pressure alarm, at 14:35 a disconnection alarm, at 15:09 a high inspiratory pressure alarm, and at 16:19 a disconnection alarm (last alarm). The customer then provided additional context after speaking with the police and being granted access to the device to download supplemental data. The screen log shows a vt prescription change at 13:05 (which is accurate per the customer) while care orchestrator has it registered at 11:43. It is noted that the main concern is the difference between those two times. Product support reviewed the initial therapy data in care orchestrator essence and confirmed the time difference of when the setting changes and alarm times were different from the time of the device versus the time shown of the events in care orchestrator essence. The customer also stated that the ventilator is a hospital utilized device and may display data from previous patients. At this time with the preliminary information given, product support is unable to confirm why there is a difference in time. Since a death is connected to this case, the device will need to be returned to the manufacturer for further investigation, and to download the internal logs, in order to provide a final report, per the FDA requirements. The device's event logs had a preliminary evaluation done. The full device evaluation has not been completed. Based on the evaluation of the subject device¿s downloaded event log, no evidence was found of a malfunction or failure to perform within specifications; the subject device operated and alarmed as designed and did not contain any events that would constitute a device contribution to the reported incident. However, a full investigation must be performed upon returning the subject device to a manufacturer facility in order to completely rule out any malfunctions as a cause of the alarms. Although a preliminary event log evaluation was done, the full device evaluation has yet to be completed. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.